Event description:
When the ffrw sensing is labeled an ar is when we undersense the rv. Ra far field r-wave (ffrw) oversensing. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).